Event description:
The surgeon inserted a three piece silicone lens model aq2010v. The lens tore during delivery and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury.